Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for pharyngeal examination, a clv lamp err e102 appeared on the monitor. The user restarted the device and the device worked properly. The user completed the procedure by using the device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device and found that the reported phenomenon could not duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause was unknown; however, the following was supposed to be the cause. - as about 7 years has passed since the manufacture date of the device. The reported phenomenon was occurred due to the parts of the optical path system did not work properly by aging degradation or other. - the device was unable to synchronize with the video system center due to a light source communication error by failure of circuit board of the video system center.